Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. The device will not be returned to edwards lifesciences as it remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest per report, patient factors (history of aortic dissection) may have contributed to the event. In addition, the valve was functioning well per echo (tte). Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, a 26 mm sapien xt valve was successfully implanted by transfemoral approach in the aortic position. Post tavr procedure, the patient became hemodynamically unstable with tachycardia and subsequently the patient passed away 2 days post procedure. Post procedure tte was performed and revealed that the valve was functioning well. As per medical opinion, it is not known what exactly occurred but the most probably cause of death could be an aortic dissection that had been previously diagnosed in the patient.

Manufacturer narrative:
Through investigation it was revealed that the patient had a chronic abdominal aortic dissection revealed by CT. Approximately 20 years pre tavr procedure, a surgery was performed for an acute dissection of the ascending aorta. No autopsy was performed. Per medical opinion, neither the implant of the tavr nor any of the devices used during the procedure aggravated the case.

Manufacturer narrative:
Reference CAPA-20-00141